Event description:
It was reported that an occlusion alert occurred on an ilet insulin delivery system during a meal bolus that stopped insulin delivery at 58 percent, and the user performed a disconnection with a fill tubing that produced immediate drops, after which delivery resumed and glucose returned to range; the reported device problem involved insulin occlusion associated with the infusion set. Symptoms included no adverse clinical symptoms reported by the patient. Outcomes included transient hyperglycemia that resolved without medical intervention and did not require hospitalization. Investigation included troubleshooting and user education regarding occlusion mechanics, cartridge filling technique to avoid bubbles, and confirmation of flow via fill tubing; follow-up monitoring confirmed no further occlusion alerts. Investigation of this case revealed that the specific root cause of the occlusion was unclear. It was concluded that the event was consistent with an occlusion alert with cause unclear, and that the device functioned as designed by halting delivery during the alert and resuming after clearing the condition. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.